Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer was able to clear the alarm and able to rewind insulin pump. It was also reported that the fill cannula was recorded in daily history. Customer was advised to perform self test and test did not pass however received hardware low level failure alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.